Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the gib and ffb pcbs were cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent communication failed error message. Th is error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.